Event description:
User facility director reported a patient treatment was completed on a meridian hemodialysis machine. There were no machine alarms or problems to indicate any type of issue. After the treatment was completed and the patient was being removed from the device, the patient suddenly stopped talking. It was reported that the patient went into cardiac arrest, CPR was initiated and ems was called. The patient was transferred to the ER, admitted to the hospital and expired. Treatment parameters consisted of a 400 ml/minute blood flow rate, 800 ml/minute dialysate flow rate, 3.5 hour treatment, and ultrafiltration goal of 0.4 kg.